Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: investigators were unable to duplicate the no power component of the original complaint; however, moisture ingress issue was confirmed. The review of the black box data showed no unexpected power reboots. A single power reboot was recorded post call service alarm cs128 occurrence on the date of the alleged issue occurrence. The returned battery cap was able to secure. Moreover, the battery cap was fastened and then unscrewed half turn with no power reboots. During the testing, the ez-prime steps were performed correctly with no power interruption or any errors, alarms or warnings. Moisture induced corrosion was observed in the battery canister and upon performing a leak test, a battery compartment leak was diagnosed. Upon removal of the pump cover, no further moisture ingress or any intermittent condition was found to the to the printed circuit board or to the continuous glucose monitoring module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the device caused or contributed to an adverse event.